Event description:
It was reported to philips taht the device's speaker was faulty. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, the root cause of the reported issue is due to the defective speaker. Repair quote is cancelled by customer. The investigation concludes that no further action is required at this time.